Event description:
It was reported the pt had difficulty charging the ipg using a replacement charging system. In addition, the pt was unable to communicate with the ipg using the programmer. It was reported an x-ray may be taken to determine if the ipg had flipped over; the physician may undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.